Event description:
Customer reports adaws was not working and was disconnected. When adaws reconnected and the unit powered up and the start up routine completed, an adaws malfunction error was displayed. Repeated the above steps and this time the error message did not return. The adaws unit was tested with an empty syring and no warning message appeared. A full syringe was then tested and an error message did not appear then either.

Manufacturer narrative:
Liebel flarsheim manufacturing reports: under testing, the returned pcboard detected a hardware (component) failure that caused adaws to report a full syring. However, when following the proper fill sequence as described in chapter 4 of the users manual, the adaws failure was detected during each test, and therefore, we were unable to inject air. The pcb was also tested using the same software version found on the complaint injector, (v 6.03), and the results were identical. Manufacturing is skeptical that customer was able to inject air even though they reported they opened and closed the faceplate. When manufacturing opened and closed the faceplate, the injector performed as expected. Conclusion: this indicates that the system is functioning as designed by indicating the error and not allowing injection of air. Manufacturing did not experience the intermittent error reported the customer. Suspected that customer may not have opened and closed the faceplate latch each time they tested the system, which is the proper fill sequence required by the operators manual.